Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed out their supplies and forgot to perform the fill tubing step before reconnecting. Subsequently, the customer's blood glucose (bg) level elevated to the 300s (mg/dl). During troubleshooting with tandem technical support, the customer was assisted with disconnecting at the site, fill tubing and resuming insulin. The customer stated a correction bolus would be delivered via the pump to address bg level.